Manufacturer narrative:
Clarification d.6a: implant date: "about 10 years ago". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" and "must be removed". This record is for the left side. The device remains implanted.